Event description:
It was reported that the patient was implanted with a spinal cord stimulator in (B)(6) 2010. After the implant it took months to recover, and was painful. The patient worked with manufacturer representatives to program the unit and spent "countless" hours at the hcp office trying to get it to work. The patient never experienced any relief from the system. Approximately nine months after implant the patient turned the device off. The patient stated that the leads had migrated, which may have been responsible for the unit not working. The patient needed an MRI and wanted to have the spinal cord simulator removed. Unable to follow-up with contact information provided, no additional information was obtained.